Manufacturer narrative:
(B)(4). Concomitant medical products: natural tibia cemented 5 degree stemmed left size e catalog 42532007101 lot 64293425. Articular surface fixed bearing posterior stabilized (ps) left 11 mm height catalog 42512400711 lot 64281984. All poly patella cemented 32 mm diameter catalog 42540000032 lot 64197081. The product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported post knee arthroplasty the patient experienced procedure related complication of electrolyte imbalance of low sodium level, which required medical intervention and increased the patient¿s hospital length of stay.

Event description:
No additional information reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Hyponatremia is a decrease in serum sodium concentration caused by an excess of water relative to solute; in this case the patient was one day post-operative and it is unknown what medications the patient was using or the amount of fluid the patient received intra-operatively, which may contribute to hyponatremia. This condition is unrelated to device and likely related to patient comorbidities or related to procedure in which the patient received medications and IV fluids. This event is no longer considered a reportable event as the device did not cause/ contribute to the event. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.